Event description:
It was reported that the gastroscope had occasionally blackout. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11 the device was returned to olympus for evaluation and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped lg (light guide) cover glass, broken the distal end of the light guide bundle and scratched and broken cable. Based on the results of the investigation, a root cause of the reported malfunction could not be established, and it is likely that the following led to malfunctions: chipped lg (light guide) cover glass, broken the distal end of the light guide bundle and scratched and broken cable which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.